Event description:
The drill handle broke off while in use. The drill is part of the ins-hith kit. The sales representative does not know if this was due to usage or the product itself, but he is leaning towards improper usage. There was pt contact, but no injury was reported.